Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, after a thr was performed on (B)(6) 2023, the patient sustained an unspecified infection. A revision surgery was performed on (B)(6) 2023 to address this complication. During this procedure, a wash out in the wound and hip joint was performed with the removal and exchange of one (1) oxinium fem hd 12/14 36 mm +0 and one (1) r3 20 deg xlpe acet lnr 36mm x 60mm. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; however, it was reported that revision surgery was performed due to an unspecified infection. The patient impact beyond the infection and revision cannot be determined with the limited information provided. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For oxinium fem hd 12/14 36 mm +0 , r3 20 deg xlpe acet lnr 36mm x 60mm , r3 3 hole ha ctd acet shell 60mm , a review of complaint history revealed similar events for the listed devices over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For anthology so por pl ha sz 10 , a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified in potential complications associated with total hip arthroplasty surgery, primary or revision. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include loss of sterility during procedure, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.